Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and an infection was suspected at the implant site approximately five months post implant. The cardiac resynchronization therapy pacemaker (crt-p) system remains in use. No further patient complications have been reported as a result of this event.